Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high thresholds greater than 5v, despite effective defibrillation threshold (dft) testing. There were no abnormal impedance or sensing measurements. Event cause was not determined, however possible scarring or calcification around the lead tip was discussed. The decision was made to upgrade the patient's implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.